Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit received with blank display due to battery tube shifted down in case. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, missing display window cover, pillowing keypad overlay, cracked battery tube threads, cracked case at belt clip rail corner, missing serial number label, corroded battery tube, and scratched case. Cosmetic damage was confirmed on the battery area during analysis. Blank display was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported broken insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1809. Troubleshooting was performed and found crack at the battery compartment. No harm requiring medical intervention was reported. Mmt-1809 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.